Event description:
It was reported that since the patient's second back fusion, he had staph infections that had come and gone for the last two years. It was noted that the healthcare professional (hcp) was concerned that since there was nothing going through the catheter (patient was not using pump at the time) that the patient might have an infection so it was suggested that the pump be removed. The patient reported that the (B)(6) was (B)(6). The patient's pump was intended to infuse dilaudid. It was later reported that the patient recovered without permanent impairment.

Manufacturer narrative:
There was no information suggesting that the patient recovered without permanent impairment. The patient outcome from the infections was unknown.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# j11308r58, implanted: (B)(6) 2002, product type: catheter. (B)(4).